Event description:
It was reported that pump experienced malfunction where screen went dark and would not turn on despite attempts to charge and restart it, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, while technical support arranged shipment of replacement pump with updated software, instructed customer to let battery fully deplete before returning malfunctioning pump within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.